Event description:
Customer uses product to hold insulin infusion set, places iv300 on skin, inserts needle through dressing, no other dressing used. Dressing not adhering when sweating, infusion set dislodges and blood sugar increased. Blood sugar increase lasted until bolus worked.